Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that at the start of the lifting process with resident using minstrel lift and not arjohuntleigh sling one of the sling loop became detached from the spreader bar of the lift. The resident slipped from the sling to the floor and sustained cut to the head. It was indicated that the resident was hospitalized.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the resident's transfer using minstrel lift and not arjohuntleigh sling the sling's loop detached from the spreader bar of the lift contributing to the resident's fall. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The minstrel lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. The competitor sling was available for inspection. No malfunction were indicated. However, arjohuntleigh do not approve the use of other manufacturer's products on their equipment. The minstrel lift instruction for use includes important information concerning proper and safe use of the lift: "the minstrel is intended for use with arjohuntleigh slings with attachment loops. Use only the slings supplied by arjohuntleigh." The minstrel lift was found to have been to specification when the event took a place. The competitor sling and the minstrel lift were being used for patient care when the event took place but it appears it contributed to the event due to a use error. A drill down analysis was conducted into this event. From the sequence of events, it must be noted that the detachment occurred as the patient was suspended was being transferred when the sling loop came off. Based on this reported information, the possibility that a sling was not attached at all when the resident was lifted is considered highly unlikely, as this would result in the patient sliding out immediately when the resident would be lifted. Also, the possibility that the sling was properly attached within the spreader bar hooks is considered highly unlikely. Loop slings include straps which all remain under tension during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable. Therefore, it is considered that the loop was improperly attached when the patient was lifted, and suddenly detached later on during the transfer. The minstrel passive lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "always check whether the loops used to attach the sling are in position and under tension both before and during lifting. This is to prevent the loops from coming loose when the patient is being lifted." Following information received it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes an user error. We find this event's root cause to be related to insufficient training. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and use only arjohuntleigh slings dedicated to arjohuntleigh lifts. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.